Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient felt pain when the leads were placed during the implant procedure. The physician decided to abort the procedure and reschedule the patient for a paddle lead. The leads were removed and there have been no reports of further complications regarding this event.